Event description:
The intralase fs laser was used to create bilateral corneal flap(s) for lasik surgery (exact dates and pt details were not provided). During the surgery, the surgeon lifted the flap on the right (od) eye and waited for the opaque bubble layer (obl) to dissipate and while doing so, the stromal bed had dried out. The surgeon then replaced the flap and proceeded to treat the left (os) eye, and then returned to the od eye to treat with the excimer. Post operatively, the pt was presented with diffused lamellar keratitis (dlk) on the right (od) eye. Add'l info has been requested; however, no info has been forthcoming.

Manufacturer narrative:
In 2009, a field service engineer (fse) visited the site and performed preventative maintenance (pm). The laser met specifications and performed as intended. Opaque bubble layer (obl).